Manufacturer narrative:
Concomitant medical products: product ID: 3889-28: lot#: va0lw7n, implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 19-jul-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture field rep via a healthcare professional regarding a consumer implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the healthcare professional removed the device and lead so the patient could have an MRI. The tip of the lead broke when healthcare professional was removing. The electrodes remain in the body. The healthcare professional tried to remove the broken lead and was not able to. The manufacture representative called technical services looking for MRI compatibility for the portion of the lead left implanted. The caller was transferred to medical affairs. No further complications were reported.